Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that electrodes were not detected. Per service reports, this complaint can be confirmed. It was found during evaluation that the device did not recognize the electrode. Further, switch panel will not function regularly, and also front panel was physically damaged. Also found that plug for connecting of the handpiece was defective. The defective connecting plug renewed, and front panel and defective parts were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The defective connecting plug would have caused the customer to experience the reported problem. The physical damage to the front panel is most likely due to user mishandling of the device or a possible fall. However, given the information provided, we cannot discern a definitive root cause of the defective connecting plug. A manufacturing record evaluation was performed for the finished device serial number ((B)(4)), and no non-conformance's were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that preoperatively to an unknown surgery on an unknown date, it was observed that the vapr vue generator device did not recognize the electrodes. During in-house engineering evaluation, it was determined that the switch panel on the device would not function regularly. There were no adverse patient consequences reported. No additional information was provided.